Event description:
Information was received indicating that this ambulatory infusion pump under delivered by -9.50%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump in good condition with a scratched screen. The event history log revealed no signs of the complaint. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The complaint was not duplicated. Based on the evidence, the complaint was not confirmed and there was no fault found.